Event description:
It was reported that a spectrum pump door will not latch. Baxter's eval found the spectrum pump to alarm door not fully latched. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom (door not fully latched errors), which was reproduced. The issue was confirmed and was determined to be caused by loose link screws. As a result, the link screws were replaced.